Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed with a post reset ram crc alarm and consecutive low battery alarms, and their batteries were not lasting more than a week. The customer¿s blood glucose level was 128 mg/dl at the time of the incident. The customer also got insert battery now alerts and replace battery alerts. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.